Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 410 mg/dl, 378 mg/dl and 355 mg/dl. The customer was treated with insulin. The customer declined troubleshooting. The device will be returned for analysis.